Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room, post- paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programmed changed and further testing was recommended. No further information is available.